Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of four for the same event, see also 3004485144-2015-00091, 00092 and 00093.

Event description:
It is reported loose screws were identified in an x-ray; more so at s1 than l5. It is reported the surgeon believes migrating interbody devise may have caused screws to loosen. A revision surgery was performed to remove and replace the hardware. It is reported during the revision surgery the threaded tip on locking screwdriver broke off during implantation of new implants and lodged in screw head prohibiting further height adjustments. The tip of the screwdriver remained in the screw head which is implanted the patient.

Manufacturer narrative:
Visual inspection of the item shows the tip of the driver has fractured consistent with excessive torque placed on the driver. The complaint is confirmed. Also, the lower laser weld at the alignment block has fractured, but is not displaced. The upper weld at the alignment block remains intact and the alignment block is not able to rotate on the inserter shaft. A function check of the returned item cannot be performed because the device is too damaged to engage a screw. The length of the device was measured indicating approximately 0.0705¿ of the driver is missing. Per the complaint, the tip was retained in the patient. Review of device history records show the lot released with no recorded anomaly or deviation. The root cause of this event cannot be conclusively determined with the available information. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and fracture. The additional devices involved in this event were returned for evaluation. Fields were updated based on the completion of the device evaluation.